Event description:
A facility reported majority of their lfs meters were exceeding lifescan's criteria for accuracy. The following are examples of two readings. A facility reported a blood glucose result of 120mg/dl with a lifescan meter and 96mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The facility also reported blood glucose results of 402mg/dl with a lifescan meter 300mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.